Manufacturer narrative:
The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint DHR check due to unknown lot number.

Event description:
It was reported that the needle of the unspecified bd ultrafine¿ needle broke off on the rubber tip and remained in her abdomen. The patient was able to remove the needle on her own. There was no report of injury or medical interventions.